Manufacturer narrative:
Corrections were made to h6 coding to match the evaluation conclusions in the previous emdr. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between july 30, 2024 ¿ july 31, 2024. The device was received for evaluation with 4 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The device was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused during infusion. The expected therapy time was 2 days, but it took 5 days to complete the infusion. The device contained 64 ml of fluorouracil and 38 ml of saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.